Event description:
It was observed that during the device evaluation, the colonovideoscope air/water nozzle exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found the air/water nozzle had foreign material. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to include customer-provided cleaning methods, and the results of the legal manufacturer's final investigation. Lastly, h6 has been updated. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material, and there was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air and wiped/brushed it with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device